Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The procedure was completed with a third fiber. The outcome was reported as "no damages to the patient." This report is for the second fiber.